Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter inside of the syringe. The following information was provided by the initial reporter: verbatim: foreign matter in the syringe body.

Manufacturer narrative:
H6: investigation summary it was reported there was foreign matter in the syringe body. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. There is foreign matter 1/32" long adhered to the rubber stopper. The two photos provided show the sample received. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. A flush test was performed, and the foreign matter remained in the syringe. The foreign matter was then tested by fourier-transform infrared spectroscopy (ftir). The ftir could not recognize any other material but the lubricant that is applied to the inner wall, syringe barrel and rubber stopper. A device history record review was completed for provided material number 309653, lot 2278647. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter inside of the syringe. The following information was provided by the initial reporter: verbatim: foreign matter in the syringe body.